Event description:
It was reported that the patient underwent left ventricular (lv) lead repositioning due to a slight dislodgement resulting in loss of lv capture. It was also reported that upon further interrogation, the lead impedance had dropped. The lead was extracted and blood was seen within the insulation. Physical inspection also revealed apparent abrasion/trauma to the medial part of the lead body. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to abrasion while in vivo, the proximal conductor of the lead became distorted while in vivo, the distal conductor of the lead became distorted while in vivo, there was blood on the distal conductor of the lead and it was obstructed, and there was blood on the proximal conductor of the lead and it was obstructed.